Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, loss of fluid was reported. The device was implanted 22 years ago. The device was explanted and replaced with another inflatable device.

Event description:
Additional information indicated that during explant, the cylinder tore.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional event information. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation at the strain relief of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the component revealed the surfaces of the separation to be jagged and irregular, indicating contact with sharp instrumentation. The bladder of cylinder 1 was received detached from the base. Microscopic examination revealed the surfaces of the separation to be smooth, indicating stress was exerted. Partial separations within abrasion were noted on both pump exhaust tubes and pump inlet tube. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump. The information received indicated the device leaked. The bladder of cylinder 1 was received detached from the base, so no testing could be performed. Because no functional abnormalities were noted with the returned components, other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the cylinder 2 strain relief and detachment of cylinder 1 occurred after the device packaging was opened. The information received indicated that the cylinder tore during explant. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.